Event description:
It was reported that an altitude alarm occurred. Customer cleared the alarm and continued to use the pump for insulin therapy. Customer's blood glucose level was 150-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.